Manufacturer narrative:
Analysis of the pump revealed no anomaly. It was noted that, in comparison of the returned pump¿s connector sleeve to a known good pump¿s connector sleeve, the looseness was consistent. This is how the sleeve was manufactured. The sleeve is only there for protection and has nothing to do with the functionality of the pump.

Event description:
It was reported that the patient was scheduled for an exploratory system check. The seal at the catheter connection was loose and there was blood and tissue at the connection point. The loose seal led the physician replacing the pump. It was noted that a dye study, rotor study and pump log checks were also done. It was unknown if the patient experienced any symptoms or complications associated with this event. At the time of this report, it was indicated that the patient status was ¿alive-no injury.¿ the device system was used to deliver baclofen. It was later reported that the managing physician was concerned that the patient wasn¿t receiving effective therapy for the dose he was at. The results of the dye study and rotor study indicated no issues at the catheter connector site. The pump seal was loose. The cause of the issue was not determined. When asked if the patient was receiving effective therapy, the reporter indicated that they had not heard otherwise.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.